Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call broken retainer ring on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the retainer ring was broken and the battery compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, minor scratches on case, corroded battery tube and minor scratches on lcd window.